Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement, a polarstem modular head for 21000662 broke. However, no pieces fell into the patient. The patient was not harmed as a consequence of this problem. The complaint device intended for use in treatment was not returned completely since chipped-off parts are missing. A visual evaluation of the returned device was conducted, and it showed that parts on the distal section of the device are chipped-off. On top of the proximal part, where the notch is located, several impression marks are visible and scratches are visible on the shell surface. So, the mentioned failure mode is confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed other 3 complaints with similar failure modes for the same batch. In the mentioned 3 complaints, the root cause could not be established. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however could not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
It was reported that, during a total hip replacement, a polarstem modular head for 21000662 broke. However, no pieces fell into the patient. The patient was not harmed as a consequence of this problem. The alleged device used in treatment was not received for investigation. Therefore, a product evaluation is not possible and the relationship between the reported event and the device cannot be confirmed. The production documents could not be reviewed since not batch number was communicated. Therefore, it cannot be assessed whether the device met specifications at the time of manufacturing. A complaint history review was performed. The occurrence of the reported failure mode is anticipated with a low risk level as per risk management a review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported failure mode cannot be confirmed and the root cause stays undetermined after investigation. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. To date, further actions are not deemed necessary. Smith + nephew is monitoring the device for further similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr, a polarstem modular head for 21000662 broke. However, no pieces fell into the patient. Surgery was resumed, without any delay, with a backup device. The patient was not harmed as a consequence of this problem.